Event description:
It was reported to philips the device cannot be used for monitoring purposes. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips bench repairer and has been investigated by the philips complaint handling team. The bench repairer evaluated the device and determined that the device cannot be used and required preventive maintenance. After conducting performance assurance tests, which the device passed, it was restored to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was confirmed. After conducting performance assurance tests, which the device passed, it was restored to full functionality. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips the device cannot be used for monitoring purposes. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.